Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, customer informed fse that the sample needle assembly was reset and errors cleared. Fse instructed customer to run patient samples. Customer completed run without further errors. Customer also completed quality control (qc) run successfully. The g8 is functioning within specifications. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 01dec2017 through (B)(6) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6 - troubleshooting, section 6.3 - error messages, was reviewed. The 706 syringe-l the g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was sample needle assembly needed to be reset.

Event description:
On (B)(6) 2018, customer reported getting error message 706 syringe-l on the g8 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The 13-month review in the initial MDR incorrectly was incorrectly documented. It should have stated: a 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 01dec2016 through 01jan2018. There were no similar complaints identified during the search period.